Event description:
It has been reported to philips that the system stopped while a patient was on the table, which delayed the procedure. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred during an examination and procedure was delayed. The philips field service engineer (fse) inspected the system onsite and could not be reproduced the issue when fse checked the operation. Fse cannot confirm the hand switch was the cause, but the customer said that the problem only occurs when the hand switch is used. Fse replaced the hand switch. After replacing the hand switch, the system was returned to good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
Corrected narrative: philips has further investigated this complaint. The philips field service engineer (fse) inspected the system onsite and could not be reproduced the issue. The philips engineer has confirmed via a review of system log files that the system experienced a software issue, which is a known real 10 second issue. This 10-second issue is caused by a software malfunction due to a blockage in the windows eventlog. As a result, the system becomes unresponsive to command handling, including x-ray operations and table movements. The system would recover itself from this windows eventlog blockage. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. During the identified 10-second issue, the command handling for functions like x-ray and table movement becomes unresponsive. However, the x-ray emission is correctly stopped when the foot pedal or hand switch is released. There is no risk for unintended radiation. Based on the investigation results, philips concluded that the complaint is not reportable.